Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and they are unable to clear the alarm. It was also stated that the insulin pump had an unresponsive keypad. The blood glucose reading was 5.7 mmol/l. There were no significant events prior to the alarm. The insulin pump will be replaced.